Manufacturer narrative:
The insulin pump was received with compromised force sensor system error alarm during basic occlusion test due to protruded and or loose drive support disk. The device had cracked case at display window corner, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Event description:
It was reported that the customer had a a33 alarm and loose drive support cap on the insulin pump. The customer's blood glucose level was 99 mg/dl. The customer kept rewinding, getting a33 alarm, and unable to exit the rewind loop. The troubleshooting was performed. The customer is now on a loaner pump in the meantime, while wait for replacement of insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).